Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 500 mg/dl. Reportedly, the customer was experiencing issues calibrating their continuous glucose monitor (cgm). System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a bolus to bring bg levels to target range.